Event description:
Patient further reported that no alcl was present and that inflammation and fluid were found during explant.

Manufacturer narrative:
The event of seroma - late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The patient has confirmed that they have not been diagnosed with alcl.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphoma-alcl-suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: diagnosed with alcl. Diagnosis date: patient stated they were diagnosed in 2017 and again in 2018.

Event description:
Patient reported left side "has an implant in the recall" and "diagnosed with alcl." Pathological markers have not been provided. Patient also reported "unusual anti-ccp levels" and "auto immune problem"; this event is not device related. The device remains implanted.